Event description:
New information was received that this lead was surgically abandoned as a result of noise causing false ventricular tachycardiac events. The device was replaced at the same time to avoid any additional surgeries.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead was detecting noise, which led to a significant amount of inappropriate episodes. Some inappropriate anti-tachycardia pacing (atp) was also delivered. The patient was brought in for a lead evaluation, where noise was not able to be reproduced. The boston scientific technical services department advised that this was still likely a lead issue, and that the physician should consider replacing this entire rv lead or implanting a new rv rate/sense lead. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
A revision procedure was performed, during which the pace/sense portion of this chronic rv defibrillation lead was surgically capped and abandoned. The physician then implanted a new rv pace/sense lead. Available information suggests that these products remain in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Boston scientific technical services was conuslted and suggested that the noise might be lead on lead or that both lead helix's might be touching. A chest x-ray is needed to determine the issue at this point.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
New information was recieved which indicated that the pace sense portion of this lead was surgically abandoned and a new right ventricular lead was placed. Noise and innapropriate mode switching are still present and a high impedance reading was found on the new lead.